Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusions alarm occurred. A supply change was performed to address issue. Customer¿s blood glucose level was between 306-400 mg/dl.